Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a omega catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The proximal stent strut was flared. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30jan2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 16x3.5mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, predilation was performed with a non-bsc balloon. A 16x3.50 omega¿ stent was advanced but resistance was encountered. Despite several attempts, the device failed to cross the lesion. The device was removed and the procedure was completed with a 2.75x16mm omega¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.